Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the pump was in her pocket when she went into the water and it is not responding to keypad presses. Customer's blood glucose was 130 mg/dl at the time of the incident. Customer stated that she changed the battery but the issue was not resolved. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.